Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient had a vasovegal response. Pacing via cs was active. Pulse field ablation delivered to left superior pulmonary vein (lspv). Vagal response ensued and cs pacing was disabled due to the pfa interaction with the non-boston scientific ep med system. Troubleshooting was difficult for lab staff and the patient's heart rate dropped for a few seconds until the vagal response recovered. Switching pacing site/channel resolved the issue. This issue wasn't present any additional times throughout the procedure. No vagolytic were given pre-ablation. The procedure was completed. The catheter is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.